Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife insulin pump had prime anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.